Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing via a change in intrinsic morphology. The patient was undergoing dialysis and is taking potassium. Also, the smartpass feature has programmed itself off due to the change in morphology. This is normal device function. The doctor will address this. There were no additional adverse patient effects. The device remains implanted.